Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a non-edwards valve, the 23 mm sapien 3 ultra valve was deployed lower than intended and mild paravalvular leak (pvl) was observed. Approximately two minutes post valve deployment, the valve embolized into the left ventricle. An attempt was made to balloon the valve into the pre-existing non-edwards valve, but it was unsuccessful. The patient remained hemodynamically stable. A decision was then made to convert to cardiac surgery to explant the valve. The leaflets of the non-edwards valve were cut out and the frame remained insitu. A second sapien 3 ultra valve was subsequently deployed with an additional 1 cc under direct visualization. The patient remained in the intensive care unit (ICU) without all inotropic support. Additional information was received revealing approximately two weeks post tavr procedure, the patient passed away.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b5 (describe event or problem), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to the adverse events. While investigation results suggest procedural factors (valve malposition and valve migration) caused or contributed to the valve embolization event, the cause of the valve malposition and valve migration events could not be determined. However, these events may be due to patient factors and/or procedural factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a non-edwards valve, the 23 mm sapien 3 ultra valve was deployed lower than intended and mild paravalvular leak (pvl) was observed. Approximately two minutes post valve deployment, the valve embolized into the left ventricle. It was noted that the 23 mm sapien 3 ultra valve was inside the non-edwards valve for approximately two minutes before embolizing. An attempt was made to balloon the valve into the pre-existing non-edwards valve, but it was unsuccessful. The patient remained hemodynamically stable. A decision was then made to convert to cardiac surgery to explant the valve. The leaflets of the non-edwards valve were cut out. A second sapien 3 ultra valve was subsequently deployed with an additional 1 cc under direct visualization. The patient remained in the intensive care unit (ICU) without all inotropic support. Additional information was received revealing approximately two weeks post tavr procedure, the patient passed away. The patient passed away due to no detectable brain activity. A computed tomography (CT) had been performed which showed no signs of a stroke.